Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with degenerative lumbar scoliosis with lumbar spinal stenosis and underwent the following procedures l3-4-5 laminectomy. L1-2, 2-3, 3-4, 5-1 facet osteotomy with posterior lumbar inter-body fusion with an l2-3, 3-4, and l5-s1 with peek inter-vertebral cages with posterior spinal fusion from t10-s1 using local bone graft, bmp allograft and bone strip augmentation with posterior segmental instrumentation t10-s1 with supplemental iliac fixation using matrix with open t9 vertebroplasty with 3-dimensional navigation. As per-op notes, ".... A linear incision was made from t9-s1 and carried down through the skin. An intra-operative CT scan was performed over l3-4-5 and s1 with the iliac crest included with the localizing frame at l2. The pedicles were localized in the sacrum as well as the iliac wings bilaterally. Pilot holes were drilled into the pedicles at s1, l5, l4 and l3. 35 mm screws were placed at s1, 40 mm screws at l5, 40 mm screws at l4, and 45 mm screws at l3. Trans-sacral iliac screw was placed on the patient's right side and an iliac wing screw on the left. The s1 screw was long, revised to a shorter screw. Pilot holes were drilled using 5 mm screws at t12-l1 and 6 mm screws at l2, all 40 mm long. A 40 *6 was used at t10. Pedicles at t9 were cannulated. 3ml of barium-impregnated methyl methacrylate cement was injected. Facetectomy was performed at l1-2, l2-3, l3-4 and l5-s1. The facet was resected on the right side at 5-1. The nerve root was retracted, disk space incised, cleaned, and distracted it open and then was placed an 11 mm peek crescent-shaped cage with bmp anterior to the cage and allograft and autograft in the cage and in the disk space. On the left side at l2-3 and l3-4 and l3-4, facetectomy was completed and spaces open were distracted, disk space was incised, curetted, and then was placed a 12 mm graft at 3-4 with bmp anterior to the peek cage, allograft in the cage and surrounding the disk space, and then a 9 mm graft at 2-3, again with bmp anterior to the cage and allograft in the surrounding the graft. Laminectomy was completed at l3-4-5 and s1. The thecal sac was decompressed at all levels. A small laminotomy was performed downgoing t10. Rods were contoured and placed in the screw heads for tightening. Proximal and distal cross-links were applied to complete the construct and transvere processes, sacral ala, thoracic lamina and facet joints were decorticated and using the remaining bmp kits and a combination of bone graft which had been saturated with iliac crest bone marrow aspirate as well as the local bone from the laminectomy and facetectomies performed a posterolateral fusion from t10-s1. The wound was irrigated..." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.